Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium for which biosense webster¿s (bwi) product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath medium they met resistance. The sheath was replaced; the procedure was continued and subsequently completed. There was no patient consequence. Additional information was also received indicating the resistance was when inserting the dilator into sheath, the catheter never was inserted since dilator couldn¿t be inserted as there was great resistance when inserting. It was reported the sheath was narrow; possible minor blockage at insertion site. There was damage to dilator when trying to insert it. It became kinked. No occlusion when irrigating. The customer¿s reported issues of resistance with the sheath and the dilator being damaged are not considered to be MDR reportable events since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. The potential for these issues to cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2022, pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. This has been reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bw) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. In addition, some bents were found on the vessel dilator. Microscopic examination in the hemostatic valve surface has shown evidence of stress since was found broken. The brim cap and the silicone ring were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.-prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly.-if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. At this time is not possible to determine the root cause of the hemostatic valve condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).